Event description:
It was reported that the patient had been hospitalized with high blood glucose levels. The patient's blood glucose levels were unknown while wearing the pod for an unknown amount of time. Symptoms reported include weak, sweaty, nausea/gi cramps, and vomiting. The patient was treated with an IV (intravenous) medication and fasting until their blood glucose normalized. The patient was released the following day. The pod was worn when seeking medical attention.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.